Manufacturer narrative:
A technical support specialist (tss) followed up with the customer and confirmed adjusting the flow factor adjusted the retention time (rt) to 0.59 minutes. The customer recalibrated with results within acceptable range. The hlc-723 g8 analyzer is operating as expected. No further action required by technical support. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe.these variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The g8 variant analysis operator's manual under chapter 4 screen operations states the following: flow factor: pump flow factor: this factor is arranging the speed through the column and will influence the retention time. High flow rate is faster elution and vice versa. Never change this parameter without instruction from the service personnel. The most probable cause of the reported event was traced to maintenance; the retention time needed to be adjusted.

Event description:
A customer reported hbe flag incorrectly high result for hba1c on the hlc-723 g8 analyzer. The reported hbe results was 7.4% and was questioned by the physician. The patient sample was redrawn and reran with an expected result of 5.5%. The customer reran the initial sample and got an expected result of 5.5%. The customer called back at a later time and noted the issues recurring. The patient sample result was 7.6%, this result was not reported to the physician. The customer reran the patient sample and got an expected result of 5.6%. The customer stated the sample retention time (rt) are reading 0.57 minutes (ideal retention time for sa1c is ~0.59). The technical support specialist (tss) instructed the customer to change the flow factor (ff) from 1.05 to 1.02. There was no indication of any patient intervention or adverse health consequences due to the reported event.